Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2018-02134. It was reported a stroke occurred. An intellamap orion¿ mapping catheter and a blazer xp ablation catheter were selected for use during an atrial tachycardia ablation procedure. The patient underwent local anesthesia only. A transseptal puncture was performed to access the left atrium. The physician mapped the left atrium for about 30 minutes. It was determined that the left atrium was passive and the tachycardia was originating from the right atrium. The physician withdrew the orion and fixed sheath into the right atrium for mapping and the tachycardia was identified. The physician then withdrew the orion and inserted a blazer xp into the right atrium for ablation. After about 10 rf energy deliveries, the case was stopped and the catheters were withdrawn. When the patient regained consciousness, he couldn¿t move his left arm, could not speak well, and began vomiting. The physician requested brain imaging; a thromboembolic stroke was confirmed. The patient underwent a surgical thrombectomy and completely recovered. It was reported the orion had been well irrigated with a flow rate of about 2cc/min. The orion had been ¿parked¿ in a deployed status for 10 minutes in the middle of the left atrium. Activated clotting time (act) had been between 250 and 300 seconds, but not >300 seconds. There were no alleged performance issues with the catheters.